Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#3006705815-2017-00614. It was reported the patient experienced ineffective therapy due to lead migration. Reportedly, reprogramming was attempted to no avail prior to x-ray images which confirmed the issue. Surgical intervention was scheduled as the next course of action. Follow-up identified the procedure took place on 05/26/2017 wherein the lead was explanted and replaced with a new model which resolved the issue. Note: it is unknown which lead caused the issue as well as which lead was explanted, therefore all possible leads are being reported.

Event description:
Device 1 of 2. Reference MFR. Report# 3006705815-2017-00614. Follow-up identified only one lead (B)(4) was implanted initially.